Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The following physical damage was noted: cracked casing at a display window corner, cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error during a bolus attempt. The patient's blood glucose at the time of incident was 11.2 mmol/l. The customer was able to clear the alarm with the esc and act buttons and resume insulin pump therapy. However, the button error alarm recurred four weeks later and the buttons stopped functioning. No further details were provided. The insulin pump was returned and replaced.